Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin leakage from the ilet cartridge chamber after a supply change. Inspection of the cartridge and connector revealed no visible damage. The user completed a new supply change successfully, and insulin delivery resumed. Blood glucose was unaffected.